Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found difficult plunger movement while using a bd durasafe plus¿ epidural lock cse needle set 17g x 18 cm. There was no report of injury or medical intervention.

Manufacturer narrative:
The customer complained the style was hard to withdraw from the epidural cannula. Customer returned three samples from batch 7104473. The unit package was satisfactory. Checked the luer by gauge, the luer met the requirements. Measured the stylet width and the hub. The stylet width was less than the hub ID. The stylet could withdraw from the cannula normally. A review of the device history records indicated no abnormalities found in the manufacturing and inspection process of batch 7104473. Conclusion: samples were identified as quality products. Bd was unable to duplicate or confirm the customer¿s indicated failure mode.